Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 580 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Prior to the event, the insulin pump alarmed no delivery. It was reported that the insulin pump was submerged in water. No infusion site or set problems were noted. Nothing further was reported.